Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient felt a zapping in their lower back on (B)(6) 2017 then on (B)(6) 2017 they had a loss of stimulation and their device stopped working. The patient notified their rep and met with them on (B)(6) 2017. The rep reported impedance measurements at 3 volts. All contacts associated with 0 were greater than 40,000 ohms except 3 was 1335 ohms and 4 was 31657 ohms. The 4<(>&<)>3 were 31341 ohms and most other contacts were showing greater than 40,000 ohms. The rep noted that impedances were good at implant. The rep was no privy to any issue/event causing the issues. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the leads were explanted/revised on (B)(6) 2017. No further information was provided. No additional complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-may-18. It was reported that there was a plan to revise the patient's system in about one month or so. No further information was provided and there were no further complications reported or anticipated.